Manufacturer narrative:
The subject device was not returned to olympus medical system corp. (Omsc) for evaluation. Therefore, the exact cause of the reported phenomenon could not be conclusively determined. Since the actual lot number of the subject device is unknown, the manufacturing record of the past one-year from the delivery date was checked, and nothing abnormal was found. (1)process inspection sheet. (2)quality inspection sheet. Based on the similar cases in the past, it is likely that crushing the calculus was failed due to hardness or shape of the calculus, and the basket wire remained biting into the calculus, causing the subject device to be stuck in the bile duct, and possibly leading to the incarceration. The instruction manual of the device has already warned as follows; (1)a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. (2) this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g.basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
It was reported that an incarceration occurred during endoscopic removal of pancreatic stones. After another company balloon was used for dilation, the incarceration occurred when the user attempt to crush calculus with the subject device. The physician tried to crush calculus and release the device using bml-110a-1(emergency lithotripter). The retrieval wire of the device was broken. After using the stent retrieve to change the shape of the basket of the device, the physician could release the device. Endoscopic pancreatic drainage was conducted to prevent pancreatitis. The procedure was completed with a different device. There was no patient injury reported. In addition, there is no malfunction reported on bml-110a-1.